Event description:
It was reported that a patient experienced a dental implant failure. 2 implants were placed in zones 35 and 37. In the second surgical phase, on (B)(6) 2026, the implant at the level of 37 had not osseointegrated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.